Event description:
Circa 2006: tss toxic shock syndrome; females using tampons; if this can cause tss, they should not be sold etc. I believe all brands/colors etc present the same dangerous issue to females; not sure what research has been done since then. Not sure how tss is tested for and/or diagnosed etc.